Event description:
It was reported that the user experienced hyperglycemia up to 320 mg/dl followed by nocturnal hypoglycemia while using the ilet system, and the user indicated that insulin was entered in addition to device-driven corrections, though details of actions taken could not be clarified due to a disconnected call. Symptoms included high blood glucose followed by low blood glucose. Outcomes included no alarms, no hospitalization, and the need for additional information from the user. Investigation included collection of user-reported event details and an attempt to obtain clarification regarding insulin delivery actions. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.